Event description:
It was reported that a patient with copd had a decline in pulmonary function after undergoing an uneventful balloon kyphoplasty procedure. No decline in the patient's pulmonary status was apparent during the procedure or in the immediate post-operative period. The patient reportedly had a worsening of copd condition shortly after her procedure, which resulted in a CT-angiogram to determine the cause. The patient's CT-angiogram demonstrated small radio-opaque emboli, which contrast flowed past. Based on the contrast flowing past the emboli, the patient's treating surgeon and the interpreting radiologist believe the pt's decline in pulmonary status is due to worsening of the underlying pulmonary pathology and not from these small emboli. However, due to the temporality of the decline in the patient's pulmonary status, the treating pulmonologist believes the decline in pulmonary function is a result of the small emboli visible on the CT-angiogram. The small emboli are presumed to be bone cement, but have not been conclusively identified. The patient was never hospitalized for pulmonary status, and was discharged home post procedure.

Manufacturer narrative:
Method: device not returned for evaluation; follow-up information from physician reporting event. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.